Event description:
"Needle broke off in skin [medical device complication] "needle broke off in skin". The pt reported that they reuse the same needle 7 times and that the needle in question broke off in their abdomen on 5th time of reuse. They stated that they have been using novofine 30g needles for 2 years and it is the first time this has happened. They will continue to use novofine needles. The pt has suffered a heart attack why they explained that they have decreased sensory in that area. After the incident they had consulted their physician who advised their not do anything at the moment, but just inspect the area. The pt declined follow-up for medical confirmation. Analysis product novofine g30, 8mm lot no.: 03l01r. Conclusion: batch history from final qc-release examined. Visual examinations performed. Needle tested for resistance to breakage. During testing it has not been possible to detect any irregularities on a reference sample from the batch in question.